Manufacturer narrative:
Currently it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer had a compromised force sensor system alarm on the insulin pump. Customer's blood glucose level was 197 mg/dl. Customer stated that the insulin is squirting out. Customer stated that the insulin continues to drip after the motor stops during the manual prime process. Customer states that they are unable to exit the preparing to prime loop. Customer stated that they are stuck in rewind complete/bolus delivery loop. Customer was advised to discontinue use of the pump. It was explained that during seating, the force sensor did not detect the reservoir. Insulin pump will need to be replaced. Customer was advised that the pump would not be able to be replaced since its is not registered to him. No additional information provided.